Event description:
It was reported that the patient underwent surgery to remove a non-(B)(6) device and replace it with a new inflatable penile prosthesis (ipp). No complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).